Manufacturer narrative:
Product was manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens exchanged for a longer lens. Per the dfu, this lens model is contraindicated for patients under the age of 21 years. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm11.5 implantable collamer lens, -15.5 diopter in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(4).